Event description:
When the surgeon was inserting the hickman catheter, he used fluoroscopy to check the placement and catheter was not visible. Only the guidewire was visible. The surgeon injected contrast to check proper placement. The catheter was left in place. Materials management is pulling catheters with same lot numbers and they will be checked with fluoroscopy to see if visible. The device packaging was sent to materials management and representative was contacted for bard.manufacturer response: the preliminary response is by email from the bard representative. He explains that the hickman contains barium sulfate which should make the hickman radiopaque. He is going to contact the field department to report this issue and do a report. He apologized for any inconveniences this may have caused and stated that this is very strange.